Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that "it's not working." Caller stated they haven't charged their implant in a long time because it takes 20 minutes to find the implant and then it only lasts a little bit before it goes dead. Caller added that it doesn't hold a charge or start charging and when it does charge, it won't charge all the way and then goes dead very fast. Agent attempted to clarify if caller was referencing the controller battery not holding a charge or the implant, but the issue was not clear and caller did not know. It was understood caller was referencing implant charge frequency. Agent walked caller through resetting the controller. Caller then connected recharger and saw no device found. Caller stated it's been a good 6 months since they've charged the implant. Agent walked caller through passive recharge mode. Caller was able to begin recharging with excellent quality and stated the controller was "82%" and the implant was empty. Agent reviewed with caller that everything appeared to be working as intended. Agent reviewed that if caller was noticing the implant was not holding the charge they should follow up with their doctor to interrogate the implant and check programming or call back to patient services as needed. Agent sent physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.